Event description:
During 5 year follow-up the investigator reported the pt had an mi involving the target vessel. Possible relation to the device and the drug. No relation to the procedure. (MFR report# 2953200-2009-00181).